Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed and analysis results revealed no anomalies found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4) the proximal segment of the lead was returned, analyzed and analysis results revealed no anomalies were found. It was noted that visual analysis only was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a medical examiner. Further review of the manufacturer's database indicated the patient died approximately seven weeks after device system implanted. The cause of death has been requested and not received.